Event description:
Following successful introduction of a filter via right int jugular, the pt complained of acute onset resp distress with tachycardia. Flouroscopy of the chest revealed minimal cardiac contractility dx of pericardial tamponade was made. After emergency evacuation of hematoma and stabilization of the pt, inspection of surrounding vasculature revealed venous oozing at upper-most part of superior vena cava at the level of pericardial reflection immediately below the entrance of left inominate vein. No difficulties noted with dialator at time of insertion.